Event description:
It was reported through an implant card that a vns patient underwent generator replacement surgery due to infection at the generator site. Attempts for further information were unsuccessful to date as the treating physician would not provide further information. The area representative indicated the event occurred a year ago and the device was likely discarded.